Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a firmware upgrade, the device was put into emergency vvi as the patient was believed to be unresponsive. The device entered backup mode as a result. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The firmware upgrade was completed and the patient was in stable condition.